Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the patient and physician were upset at the short longevity of the device. The device reached elective replacement indicator in only two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.